Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device revealed damage confirming the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon could not remove insert trial from the tibia so he had to drill a hole through it and use steinman pin to level it out. All pieces were retrieved. No surgical delay.